Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At 1441, channel a of the pump was programmed to deliver an unspecified concentration of zoledronate-mannitol, at a rate of 400 ml/hr, with a vtbi (volume to be infused) of 100 ml, for a duration of 15 minutes, and delivery was started. At 1457, the nurse reported the pump alarmed for end of infusion and began to deliver at an unspecified kvo (keep vein open) rate. At that time, the nurse went to the patient's room and noted the container was empty. It was reported that air was in the tubing set to the distal port with no pump alarm. It was reported no air was delivered to the patient. The device was removed from clinical use. The customer contact reported the therapy was completed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.